Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported that during a tfn procedure the surgeon had difficulty inserting the helical blade through the nail, the surgeon made two attempts at inserting the blade without success. When he removed the blade the second time, he inspected the locking mechanism in the nail, and found it to be in the down position. He adjusted (backed out) the set screw slightly, and was then able to insert the blade without difficulty, and completed the procedure. No product to return. Nail and blade remain implanted.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).